Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken when he tried to use it on his first branch. States that it was broken out of the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h10 corrected section: b5 - changed to no consequence or impact to patient. Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was broken when he tried to use it on his first branch. States that it was broken out of the box. A replacement device was used to complete the procedure. No consequence or impact to patient.